Manufacturer narrative:
Patient was revised to address liner disassociation. Metal debris was found due to the disassociation. Der also noted that the ceramic head was unable to be removed. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other reports against the provided product/lot code combinations. Xrays were reviewed and confirmed the reported implant disassociation. Medical records were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). (B)(6) 2019.

Event description:
Patient was revised to address liner disassociation. Metal debris was found due to the disassociation. Der also noted that the ceramic head was unable to be removed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient's medical records were received. The medical records were reviewed for MDR reportability. According to the medical records, the patient was experiencing pain and instability. Upon revision the polyethylene was found to have spun so that the superior lip was inside the acetabulum. At this time there is no new information that would change the existing MDR decision.